Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The trocar assembly was received. Visual inspection of the instrument noted the cannula was cracked at the distal end. The circular and envelope seals were intact. A pmv dilator was inserted into each trocar with no binding or difficulty. The trocar failed an air leak test. . Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged trocar. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the thoracoscopy, the stapler malfunctioned and broke. They had a lot of difficulties positioning staples, the articulating mechanism was not working very smoothly, they had difficulties sliding the stapler in and out of the port to the point where one port sheath cracked. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. The stapler will be returned for evaluation.